Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the batch record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Review of the most recent onsite visit is not possible, as the device is not maintained within the service database. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check and the energy check were performed successfully without issues. The ablation check was accepted and finished successfully; however the ablation test image shows that the test was out of specifications. The reported treatment could be identified in the logfile. The beam control check resulted in a correction of plus fifty one microns. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. The root cause could not be identified during logfile review. The ablation check for the system was out of specifications. Within the images a small shift of the application interface can be identified. Global technical service advice the local field service engineer to remove the application interface, making sure all screws are tightened. This was done by the field service engineer; however it did not improve the ablation check results. Therefore, the field service engineer replaced the application interface, which resolved the problems. The exchanged ai has been requested but not yet returned for investigation. Without the exchanged part no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the surgeon noticed side cut was incomplete while lifting the flap in the left eye of the patient during refractive surgery. No harm was reported, and only minimal complications occurred. The surgery was successfully completed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).